Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot#: n547806, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and multiple back operations. It was reported that a motor stall was reported in the logs. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. No actions were taken. No surgical intervention occurred, and no surgical intervention was planned. No patient symptom was reported. The patient was without injury regarding their status as of (B)(6) 2020. The issue was not resolved at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient weight and medical history were noted as having been requested but were unknown. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.